Event description:
Smiths medical international ltd, has been notified of an event that the customer recently inserted the catheter using the 5cm 18g pediatric epidural pack. The epidural worked perfectly during the operation and for 12 hours after analgesia failed and the catheter was noted to leak. When taking down the dressings to inspect the insertion site the catheter "fell out" with 7cm of the distal catheter tip missing. The distal tip was removed under general anesthesia the following day. Hosp reported there appeared to be a clean fracture of the catheter with no evidence of stretching.